Manufacturer narrative:
New information: g4, d4.

Event description:
It was reported a right hip revision surgery due to pain, limited mobility and elevated metal ion levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head, was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr head. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The bhr cup involved met manufacturing specifications at the time of production. Non-conformance was identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Cobalt and chromium levels were reported as 12.8 and 4.1 respectively, no units of measure or laboratory reports were provided. An office visit note 6 weeks pre-revision noted the patient was asymptomatic. The revision intraoperative findings noted well-fixed surface replacement with some soft tissue irritation. The pathology report indicated synovial hyperplasia and chronic inflammation. Although the cobalt and chromium levels were reported to be elevated, neither the units of measure nor the lab reports were provided. The root cause of the reported elevated metal ions, soft tissue irritation and chronic inflammation cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.